Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified. The information will be used for tracking and trending purposes.

Event description:
It was reported that intermittent cartridge alarms occurred (alarm 30) during the load sequence with multiple cartridges. Customer¿s blood glucose level was 250 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.